Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp cylinder, pump and reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.